Event description:
It was reported that the guard prevented suctions. The pt was prepped for surgery. Surgery was delayed by approx 1 hour as the cusa could not be used as planned. Scalpel dissection had to be used. There was no pt adverse event/pt injury reported. Surgery was completed. When the guard was removed, suction returned. It was reported tha the last time the contamination guard was changed during the most recent preventive maintenance was on (B)(4) 2014.

Manufacturer narrative:
Integra has completed their internal investigation. The investigation included: review of device history records; review of complaints history. Results: device history record reviewed for this product ID lot # tl-272258 manufactured on april 12, 2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and or related to "guard prevented suction " for this product ID shows that 2 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.